Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for peripheral neuropathy. It was reported that the device didn't work any longer and it never worked correctly, so they patient never went to follow-up. No symptoms were reported. No further complications were reported or anticipated.